Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported the patient had a normal post-operative CT scan approximately 3 hours after surgery. The next day, (B)(6) 2018, the patient exhibited symptoms or stroke and another CT was taken which showed a congestive bleed, described a s a left frontal delayed post-operative hematoma with left frontal edema and mid-line shift. No environmental/external/patient factors were thought to have led or contributed to the issue. The patient was taken to the operating room on (B)(6) 2018 to have a craniotomy for evacuation of left frontal hematoma. The issue was not resolved at the time of the report. The patient was on a ventilator and had a peg tube and tracheotomy as of (B)(6) 2019. The patient was alive with injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated that the patient was currently in a long-term acute care (ltac) facility. The doctor plans to place bone flap back on skull and implant the device and extensions on the same day sometime week of (B)(6). It was noted that the issue was ongoing. On february 6th 2019, the rep reported that the patient was taken to the operating room (or) to have her skull bone flap inserted and the device with extensions (stage ii). Patient was programmed on the third contact from the tip of the both leads at a low setting of .5 volts on each side. Patient had progressed and will be sent to the neuro-rehab this week.